Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to wear and tear. Please note, that the loop at the distal end wears, during use and might break, burn or melt. However, the subject device was not returned and the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using an hf-resection electrode, the wire at the distal end broke off. The missing piece was not found. The therapeutic procedure (hysteroscopic electrosurgery of uterine mucosal fibroids) was completed with a similar device. At the end of the procedure, a scope was used to search the uterine cavity for the missing loop wire but was not seen. A post-procedure pelvic x-ray was taken, and no abnormalities were seen in the uterine cavity. The physician determined that the broken wire may have been expelled from the patient¿s body, along with the perfusion fluid. There was no patient harm associated with the event and the patient was recovering well.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.